Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 on the home choice (hc) device during dwell 2 of 3. The home patient (hp) stated that they have cycled power twice and the alarms cleared. The hp stated that the supply bag was leaking at the connection site to the supply line. The baxter technical representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. As per the complaint information the cause of the se 2240 was due to air being sucked into the disposable because of a loose connection between the patient line and supply bag. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.